Event description:
A customer reported to baxter (B)(4) that a homechoice (hc) machine did not complete the initial drain on the (B)(6) 2011. The hc went straight to fill. The nurse was called to the patient room and stopped the hc because the patient was experiencing chest pain. The nurse disconnected the patient from the hc and manually drained about 3200ml. The volume of the last fill from the previous therapy was 1500ml. Fill 1 was 1200ml. The nurse stated that the rest was an ultrafiltration from the day dwell. The nurse stated that the initial drain alarm is set to 1300ml. The nurse stated that the last therapy on the (B)(6) 2011 was completed without error. The therapy log recorded 5 bypasses for the therapy that was completed on (B)(6) 2011. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the root cause of the increased intra-peritoneal volume (iipv) was undetermined. A labeling review was performed and found labeling to be sufficient for any potential user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).